Event description:
It was reported that the patient was admitted to the hospital for cellulitis in his legs. Following the admission the patient experienced severe pain with the same onset as the cellulitis in his legs. The pain was predominantly in the patient's legs. The patient was treated with antibiotics and supplemental pain medications. There was no change in efficacy of the pump and the patient's back pain was well controlled. The device system was used to deliver infumorph.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 8590-1, lot # n197000, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).